Manufacturer narrative:
It was reported that a 64-year-old male patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Additional information was received (B)(6)2020 , that indicated the patients age of 64, gender of male, and weight of 70 kg. Sections a2,3,&4 of this report have been updated. Additionally, a lasso nav 2515,22p splithandle concomitant product was used during the procedure. The concomitant products section of this report has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. No code available was used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the procedure, the patient¿s blood pressure dropped. Pericardiocentesis was performed. However, the patient¿s blood pressure did not recover. Thereafter, thoracotomy was performed. The patient was later discharged. The physician commented that there was no defect in the product.